Event description:
Becker drain became disconnected at the distal stopcock. The tubing pulled away from the bonding site. Pt experienced csf loss, resulting in headache and tachycardia. Six resolved prior to discharge.